Manufacturer narrative:
Investigation summary: ones sample was submitted for quality investigation. The customer complaint of missing component was verified by visual inspection. Evaluation of the returned sample indicated that the male luer connector at the distal end of the infusion set was missing. A device history record review for model 2420-0500 lot number 20129139 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is that the lower male luer connector was not installed on the tubing. There is no evidence of solvent at the end of the tubing and the customers description said that they received the set without the connection luer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 2ss cv had no luer lock on the end of the tubing. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: event #2 it was reported that that there was some tubing found without luer locks on the ends of the tubing.foreign in the spike tip in some tubing, and others had no luer lock on the end of the tubing.